Event description:
The customer reported that during surgery, the instrument jammed. No ill effect was noticed at that time, but the patient died some days afterwards. No further information has been made available at this time. Additional questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is receive or if additional information pertinent to the incident is obtained, a follow up report will be submitted.